Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -7.5/+2.0/068 into the patient's left eye (os) on (B)(6) 2022. An excessive vault was noted. The lens was exchanged on (B)(6) 2023 for a lens of the same length and it was implanted vertically. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).